Event description:
During training on a simulation mannequin, the tip of the glidescope gvl 3 broke off in the mannequin mouth. No patient involvement.

Manufacturer narrative:
A return authorization has been set up for the facility to send back the glidescope to verathon. The device will be evaluated once it is returned. On 05/10/2013 safety alert notice c/r 3022472-5-07-2013-0001-c was issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On 07/09/2013, the customer acknowledged receipt of this notice.